Event description:
The user facility reported that during a therapeutic laparoscopy prostatectomy procedure, the distal tip of the scissors broke off and fell into the pt's abdominal cavity. The broken portion of the device was successfully recovered from the pt using an unidentified model of laparoscopic graspers. The procedure was completed using a different sonosurg hand piece. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. However, an olympus sales rep visited the user facility the day following the procedure and was permitted to inspect the subject device. The distal tip of the probe was broken off, and the white insulation on the handpiece was noted to be worn. Olympus was informed that the users were using a wire brush to clean the sonosurg probe, which may have damaged the scissors. The user facility elected to discard the handpiece and the device will not be returned for eval. At the time of the visit, the olympus rep provided in-service training regarding appropriate reprocessing of the device to user facility staff. This report is being submitted as an MDR in an abundance of caution. Olympus america inc is filing mdrs on behalf of (B)(4) and olympus medical systems corp. (B)(4).